Event description:
On (B)(6) 2014, the patient reported increased pain unrelieved by increases in pain medication. On (B)(6) 2014, fluoroscopy was done. One ml of preservative free saline was injected to flush the catheter. The entire catheter from the pump to tip was patent with no evidence of a leak at any point in the system. On (B)(6) 2014, the patient was doing better; the pain had improved. The pain increase was considered related to a catheter obstruction. The severity of the event was noted to be ¿mild.¿ the event was possibly related to the device or therapy and not related to the implant procedure. The event outcome was reported as ¿resolved without sequelae¿ with a resolved date of (B)(6) 2014. The device system was delivering morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).